Event description:
Per the clinic, the patient experienced pain subsequent to sustaining a head trauma resulting in a non-healing wound (specific date not reported). The device was explanted (B)(6) 2025. Reimplantation is planned but had not taken place at the time of this report. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the patient also developed an infection at the non-healing wound area at the implant site. The patient was subsequently treated with multiple rounds of IV, oral and topical antibiotics (specific date and duration not reported) and a local flap rotation was performed under general anaesthesia; however, the issue could not be resolved.